Event description:
Per information provided: on (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix mesh (device #1). Per operative notes, "adhesions were noted between bowel loops and anterior abdominal wall in and around the hernia was removed. The hernia defect was seen and a composix mesh (device #1) was secured circumferentially and tacked." On (B)(6) 2008 - patient was diagnosed with new incisional hernia above prior repair thereby underwent laparoscopic repair with implant of composix l/p mesh (device #2). Per operative notes, "adhesions in the midline noted centrally associated with the hernia and these were removed. The fascial defect was measured from previous mesh repair. A composix l/p mesh (device #2) was placed transversely and tacked." On (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia and adhesions thereby underwent laparoscopic repair with implant of mesh. Per operative notes, "intra-abdominal adhesions were noted and the entire omentum was adhesed to the anterior abdominal wall. Recurrent hernia was noted from both the previous meshes (device #1, #2). The defect in the epigastrium and the previous repair was noted. Two synthetic meshes was placed and sutured." Attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 3 years 3 months post implant of mesh ¿ composix l/p, patient was diagnosed with hernia recurrence and adhesions. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. This supplemental emdr represents the bard/davol mesh ¿ composix l/p (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ composix (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.